Manufacturer narrative:
Device evaluation: the patient remains on lvad support. The lvad was not available for evaluation. Analysis of the log file provided by the account confirmed elevations in pump power and estimated flow; however a specific cause for these events could not be determined through this evaluation. Additionally, a direct correlation between the heartmate ii lvas and the report of suspected thrombus could not conclusively be established through this evaluation. The submitted log file dated 24nov2017 contained approximately 44 hours of data. Pump power, estimated flow, and average pi typically ranged from 7.5 to 9.1 watts, 5.3 to 6.6 lpm, and 3.4 to 5.8, respectively. Beginning at timestamp 89 days, 18 hours, and 45 minutes, pump power and estimated flow appeared to increase slightly, operating between 8.4 to 10.1 watts and 6.4 to 7.9 lpm, respectively. Despite the fluctuations in pump parameters, no atypical alarms were captured and the pump operated above the low speed limit for the duration of the log file. It was reported on (B)(6) 2017 that the patient was admitted with concern for pump thrombosis in the setting of supratherapeutic inr. It was noted that the patient¿s lvad system was on batteries regularly, and there were no audible alarms. The hmii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. It also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient had a lactate dehydrogenase (ldh) of 688 u/l. Patient¿s baseline ldh was 400 u/l. An echocardiogram and CT scan were both unremarkable. The patient was treated with heparin and integrilin. The patient was discharged on an unspecified date without further issues. On (B)(6) 2018 it was reported that the patient was stable outpatient.

Manufacturer narrative:
The serial number of the device was requested. It was not provided. Approximate age of device ¿ 7 years and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported on (B)(6) 2017 that the patient was admitted with concern for pump thrombosis in the setting of supratherapeutic inr. In the prior 48 hours, the lvad produced elevated lvad parameters. The submitted log file was reviewed by a representative of the manufacturer¿s technical services. The data that was reviewed showed a trajectory consistent with device thrombosis. Additional information was requested but none provided.